Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation and confirmed through review of the system logs. Fse investigation noted a faulty universal surgical manipulator (usm) arm 2. Replacement of the usm arm resolved the issue. Following replacement, the system was further tested, operated without issue, and verified as ready for use. Isi received the returned usm arm involved with this complaint and completed the device evaluation. Review of the system logs confirmed the occurrence of error faults indicative of a faulty usm arm. During failure analysis, inspection found fluid intrusion on the axes controller spar cannula (acsc) port clutch switch. This failure is indicative of mishandling and misuse. Functional testing reproduced the issue. The acsc port clutch switch was replaced. This resolved the issue. The usm arm was retested, operated with no further issue, and was restored to specification. Event verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed and analyzed as part of the isi technical support engineer (tse) and isi fse's investigation no images or videos were submitted for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, a persistent error fault on the usm arm2 was experienced and the usm arm2 was eventually disabled to complete the procedure. Fse investigation confirmed a faulty usm arm. Fa confirmed a component damage due to mishandling and misuse. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, system displayed a non-recoverable error code 1162 on the universal surgical manipulator (usm) arm 2. The customer received phone assistance from the isi technical support engineer (tse). Prior to the call, user stated that the system was inspected and all usm arms were operational. Troubleshooting was attempted by removing the cannula on the usm arm and rebooting the system. However, the issue persisted. Review of the site¿s system logs confirmed the error fault. Further troubleshooting was performed with the tse through a hard power cycle. This did not resolve the issue. User indicated that they would proceed and elected to continue with the case by disabling the faulty usm arm 2. The user continued with the da vinci-assisted surgical procedure with no other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: universal surgical manipulator (usm) arm 2 was replaced. System was tested and verified as ready for use. The reported information came from the nurse who was in-charge of the robotic procedure.